Manufacturer narrative:
D1: brand name: corrected. D4: model number, catalog number, serial number, lot number, expiration date and UDI: corrected. H4: device manufacture date: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Further log file review revealed that the no external power alarms were due to a dual disconnection of the power leads.

Event description:
It was reported that the patient was found unresponsive, cold, and apneic the morning of (B)(6) 2023. Downtime was unknown and copious oral bleeding was noted. The patient's time of death was noted shortly after the patient arrived in the ER. System controller interrogation revealed multiple low flow and left ventricular assist device (lvad) fault alarms. Log files were submitted for review and captured numerous low flow and internal fault alarms on (B)(6) 2023. The pump temperature was elevated well above baseline and the pump rotor was displaced outside normal range. It was later reported that the cause of death was believed to be massive blood loss due to upper gastrointestinal bleed. The cause of the low flow alarms was believed to be due to hypovolemia related to massive blood loss and the elevated pump temperature was believed to be caused by coagulation of blood in the setting of cardiac standstill for a prolonged period of time. Left ventricular assist device (lvad) operated as intended. It was additionally reported on 18june2024 that no external power alarms were captured while the patient was supported by the mobile power unit (mpu). It was additionally reported that the mpu was dispensed with the standard locking power cable however, the cause of the no external power alarm and all other details surrounding the no external power alarm were unknown. Related manufacturer reference number: 2916596-2023-08859 (pump).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log files. The system controller (serial number: (B)(6) was not returned for analysis; however, log files were submitted for review and data from the reported event date of 18dec2023 was reviewed. At 11:12:04 while connected to the mpu, a no external power alarm activates due to a dual disconnection of the system controller power leads. The no external power alarm clears at 11:12:16 when the black power lead is connected to the mpu. Another dual disconnection resulting in a no external power alarm occurs at 11:13:14 and 11:13:29. The backup battery supported the system during these no external power events. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections describe how to properly switch between power sources and warns the user that at least one system controller power cable must be connected to a power source at all times. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with no external power conditions. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 patient handbook (section 6 "equipment maintenance¿) describes how to care for and clean all equipment, including the heartmate 3 system controller and its power cables. No further information was provided. The manufacturer is closing the file on this event.